Event description:
Plaintiff was employed as a practical nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges developing the following symptoms: chest pain and tightness; dyspnea; dermatitis, conjunctivitis, vesicular skin rash on hands; nasal inflammation; fatigue; weeping red eyes; hypotension and physical injuries.